Manufacturer narrative:
Event date year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient met with a manufacturing representative to reprogram to get more stimulation for more right leg coverage and a change in therapy. The patient was programmed with adaptive stimulation (as) for group b. The stimulation was at a normal comfort level, but one day when they got in their car, the stimulation felt too high. The patient felt like they were electrocuted and experienced overstimulation until they turned the stimulation off. They switched to group a and the stimulation was fine. On (B)(6) 2019 group b was used and the patient leaned back like they were in the car, as well as forward, but the patient only felt stimulation slightly higher and not like being electrocuted. It did not appear to be an as issue. Stimulation in group b was a .6 volts. The patient mentioned that it took too long to charge and it took them 30 minutes more recently. They normally recharged the battery when it was at halfway. It was reviewed a half an hour might not be a charging issue, since half a battery level could indicate the battery was at 26%. No ins pocket issues were reported. It was further reported that the patients settings were: group a 1 390pw 80hz 1.5 volts, 0+ -1 2+ 2 450pw 80hz 1.3 volts 11+ 12- 13+ 3 360pw 80hz 1.0 volts 6- 7+ and group b 480pw 80hz 0.6 volts 4 9 10 15. The electrode impedances were 832-1086 ohms and a change of reference gave a similar result. The rep increased the stimulation while patient was upright to 1.0 v before the patient felt stimulation in group b. They then checked as and it showed: upright 0.6 v, upright mobile 1.4 v, back .4 v, front 1.3v, right 1.3 v (felt high when the patient leaned to that side during the test), left 1.3 v. The rep reprogrammed as to: upright 0.6 v, upright mobile 0.7 v, back. 0.3 v, front 0.3 v, right 0.5 v, and left 0.5 v. The patient was comfortable on all sides. The patient was able to tolerate previous as settings at a higher voltage, but they were too high during the testing. The patient would monitor the details if stimulation was too high. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2019-mar-11. The cause of the device taking longer to charge could potentially be a result of the patient experiencing poor coupling while charging. The rep performed patient education, so the patient knows how to effectively charge. The patient had adaptive stimulation (as) and it was decided that the stimulation might have been too strong when changing from one position to another position. The patient¿s weight at the time of the appointment was unknown. The provided information was confirmed with the account. The healthcare professional (hcp) was made aware of the events the same day of the patient¿s appointment. No further complications were reported/are anticipated.